Manufacturer narrative:
Based on the investigation, no abnormalities were identified in the batch manufacturing records or archived samples. All archived samples passed the luer lock stress cracking test according to iso 80369-7, indicating that the product meets the required specifications and quality standards.for lot 04506118, the defective sample received from the customer was used for the investigation and the reported defect was confirmed during the evaluation. The fracture characteristics (twisted profile, irregular sharp edges, and internal deformation marks) are consistent with a rotational stress pattern, suggesting that excessive torsional force may have been applied during use beyond the component's intended operating conditions.at present, this issue appears to be an isolated incident.no trends related to this issue have been identified during our track-and-trend analysis.based on the determined risk priority number, the residual risk related to the complaint is considered acceptable.the manufacturer will continue to monitor similar complaints and will take further action if an increasing trend is observed.

Event description:
Customer reported two occurrences where the syringe tip of the 60 ml luer-lock syringe fractured while unscrewing the luer-lock connection from the easypump.